Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of interstim ii s/n (B)(4) found insignificant anomalies.

Event description:
It was reported that the patient had their device explanted on the day of the report. It was noted that the product was not replaced and the device would be returned. The patient experienced stimulation or therapy issues of a loss of therapeutic effect and the result of the event was explant. It was reported that it was unknown if any diagnostic testing or troubleshooting had been performed and was unknown if the issue was resolved or if the cause of the issue was determined. They were unable to obtain the patient status at the time of report and it was unknown if there were any patient symptoms or complications associated with the event. Additional information received reported that it was unknown how the patient was doing now. The hospital still had the patient¿s device and the manufacturer representative would send it back when they received it.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v340505, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).